Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak with the 4 fr s/l powerpicc solo was unconfirmed. It was alleged that a leak was discovered at the insertion point of the powerpicc. The returned catheter showed evidence of use, but no damage or defects were noted on the sample. The catheter tubing extended 40cm from the distal end of the molded wing. A functional test showed that the catheter was patent to infusion and no leaks were identified. A tactual investigation revealed nothing remarkable. It is unknown if any complications associated with the clinical setting affected the functional performance of the returned device. At this time, based on the evidence provided with the returned sample, no damage or defects were noted on the powerpicc and the cause of the alleged event is unknown. A lot history review (lhr) of reat1207 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that a PICC was placed on (B)(6) 2016, and used for chemotherapy on (B)(6) 2016 without any evidence of leak. On (B)(6) 2016 after dressing the catheter, it started leaking from the insertion site. When flushing the catheter, no leaking outside the patient was seen. The leakage was seen both when the patient had IV fluid and when not. The PICC was explanted on (B)(6) 2016. No patient injury reported.